Event description:
A customer observed negatively biased vitros dgxn results from quality control fluids on a vitros 5,1 fs analyzer. The customer states there were no misreported results and there was no allegation of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event has determined that the root cause was analyzer related caused by incorrectly installed tubing on the immuno wash module on the vitros 5,1 fs analyzer. An ocd field engineer was dispatched to the user's site and performed necessary repairs and adjustments returning the instrument to expected operation.